Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the package seal was compromised. During preparation of an 8.0x30x75cm express¿ ld vascular stent, it was noted that the package was lacking adhesive, so the physician doubted the device's sterility.